Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that while removing the left ventricular (lv) lead, the lv lead tip broke apart and remains in the subclavian vein. No patient complications have been reported as a result of this event.